Event description:
Rptr wore prod for an unstated period of time and had blister on back of leg after removal. She saw dr and was advised to stop using prod. No info was provided on treatment or any medications used. Add'l info has been requested but none rec'd to date.